Event description:
This case is cross referred with case ID's (B)(4) (same patient). This spontaneous case from united states was received on 26-sep-2017 from the health authority via the patient: this case concerns a female patient (age: not provided) who received treatment with synvisc and after an unknown latency her knee was so painful that collapsed to floor/donot believe I passed out, every little movement caused unbelievable pain/excruciatingly painful to even mover her left leg even a bit, every little movement caused unbelievable pain, left knee swelling, left knee pain, chills, feels very hot to core, perspiration and husband attempted to help to the bathroom/stayed in bed not eating and drinking. Past drugs included: synvisc, hyaluronate sodium (euflexxa). Concomitant drugs included: levothyroxine sodium (levothyroxine), hydrochlorothiazide, potassium chloride (klor-con), hydroxycarbamide (hydroxyurea), tramadol hydrochloride, gabapentin, multivitamins, ergocalciferol (vitamin d), acetylsalicylic acid (aspirin). No medical history or concurrent condition were reported. On an unknown date in 2017, patient received first intra-articular synvisc injection of the series (dose, indication and frequency: not reported) (batch/ lot number: unknown; expiry date: 01-dec-2019). On the same day, after an unknown latency, patient had increased pain. This increased pain recovered on an unknown date in 2017. On an unknown date in 2017, patient received second intra-articular synvisc injection of the series. On the same day, after an unknown latency, patient experienced increased pain. This increased pain recovered on an unknown date in 2017. On an unknown date in 2017, the patient received third synvisc injection. On the same day, after an unknown latency, pain began a few hours later than the final synvisc injection and it was greatly increased from her usual left knee pain. On the same day, by 5 pm she was having a hard time bearing any weight on her left knee and at 7 pm she had chills and she went to bed. The chills subsided in little over an hour. At around 10:30 pm, her husband attempted to help her to the bathroom as she could bear no weight on her left leg and it was excruciatingly painful to even mover her left leg even a bit to the point that she collapsed on the floor and the she did not believe that she passed out. She started to perspire and feeling very hot to the core. While lying on the floor she was getting a feeling of being extremely hot and she asked for cold towel to attempt to feel cooler. After 5 or 6 cold towels on her neck and face she felt better and tried every which way to get to her feet. Every little movement caused unbelievable pain. Finally, after about 20 minutes, with the help on garden kneeler handles, she was able to boost herself to her right knee and after that to a standing position on her right leg. She said she had never had this amount of pain. On the next day, she stayed in bed not eating or drinking anything till 5 pm. She used ice on and off for the pain and swelling. On the next morning, she called the doctor who asked her to take motrin for the pain. However, her internist told her to not take any nsaid except aspirin, so she tried aspirin which helped very little. She wanted a relief of her pain, that now she had had over 48 hours so she took motrin for pain and swelling. On an unknown date in 2017, after about a week of third injection of synvisc , the pain significantly decreased so she could bear her full weight on her left knee. Her left knee was still bigger than her right knee, but not a greater deal bigger. Her left knee was still painful, especially at night, and on and off during the day. Action taken: unknown. Corrective treatment: acetylsalicylic acid (aspirin), ibuprofen (motrin) for every little movement caused unbelievable pain, left knee pain/overwhelming pain/still feels pain/excruciating pain and left knee swelling/left knee is still bigger; cold towels for feels very hot to core/ feeling of being extremely hot; not reported for rest on the events. Outcome: not recovered/ not resolved for left knee swelling/left knee is still bigger and left knee pain/overwhelming pain/still feels pain/excruciating pain; recovered/ resolved for chills, feels very hot to core/ feeling of being extremely hot, perspiration and husband attempted to help to the bathroom/stayed in bed not eating and drinking, could bear no weight on left leg/ hard time bearing any weight on left leg; unknown for the rest of the events. Seriousness criteria: medically significant for so painful that collapsed to floor/donot believe I passed out, so painful that collapsed to floor/donot believe I passed out, every little movement caused unbelievable pain/excruciatingly painful to even mover her left leg even a bit, left knee swelling/left knee is still bigger, left knee pain. Pharmacovigilance comment: sanofi company comment dated 26-sep-2017: this case concerns a female patient who received series of synvisc injections and later had left knee swelling, left knee pain, every little movement caused unbelievable pain, could bear no weight on left leg/ hard time bearing any weight on left leg and she collapsed on floor and do not believe she passed out. Based upon the information available, the causal role of the product cannot be ruled out for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Also, further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would help in the better medical assessment of the case.

Event description:
This case is cross referred with case ID's (B)(4). This spontaneous case from united states was received on 26-sep-2017 from the health authority (us-FDA) via the patient this case concerns a (B)(6) years female patient who received treatment with synvisc and after 14 days her knee was so painful that collapsed to floor/donot believe I passed out, left knee pain/a lot of pain/ excruciating pain, chills, feels very hot to core/ feeling of being extremely hot/feel overheated; after unknown latency the patient could bear no weight on left leg/ hard time bearing any weight on left leg, every little movement caused unbelievable pain/ excruciatingly painful to even mover her left leg even a bit, left knee swelling/left knee is still bigger, perspiration and husband attempted to help to the bathroom/stayed in bed not eating and drinking. Past drugs included: synvisc one (2013 and (B)(6) 2016 in both knees), hyaluronate sodium (euflexxa). Patient had drug allergy to triamterene (swollen tongue) and decongestants (palpitations). Concomitant drugs included: levothyroxine sodium (levothyroxine) for hypothyroid, hydrochlorothiazide for high blood pressure, potassium chloride (klor-con), hydroxycarbamide (hydroxyurea) for high platelets, tramadol hydrochloride, gabapentin, multivitamins, ergocalciferol (vitamin d), acetylsalicylic acid (aspirin) for pain. The medical history included high blood pressure (controlled with hydrochlorothiazide), hypothyroid (postsurgery), high cholesterol (not on medication for this condition) and higher than normal platelets. On (B)(6) 2017 (at approximately 09:00 am), patient received first injection of the third series intraarticular synvisc injection at the dose of 3 injections; one week apart (batch/ lot number: unknown; expiry date: 01-dec-2019) for knee pain. At 5:00 pm, the patient had chills, lot of pain/increased pain and went to bed. At approximately 1:00 pm, the patient attempted to walk to commode, however the pain was excruciating. Patient started to feel overheated (chills lasted for one and half hour). Patient collapsed to the floor without passing out. On an unknown date in 2017, patient received second intra-articular synvisc injection of the series. On the same day, after an unknown latency, patient experienced increased pain. On (B)(6) 2017, the patient received third synvisc injection. On the same day, after an unknown latency, pain began a few hours later than the final synvisc injection and it was greatly increased from her usual left knee pain. On the same day, by 5 pm she was having a hard time bearing any weight on her left knee and at 7 pm she had chills and she went to bed. The chills subsided in little over an hour. At around 10:30 pm, her husband attempted to help her to the bathroom as she could bear no weight on her left leg and it was excruciatingly painful to even mover her left leg even a bit to the point that she collapsed on the floor and the she did not believe that she passed out. She started to perspire and feeling very hot to the core. While lying on the floor she was getting a feeling of being extremely hot and she asked for cold towel to attempt to feel cooler. After 5 or 6 cold towels on her neck and face she felt better and tried every which way to get to her feet. Every little movement caused unbelievable pain. Finally, after about 20 minutes, with the help on garden kneeler handles, she was able to boost herself to her right knee and after that to a standing position on her right leg. She said she had never had this amount of pain. On the next day, she stayed in bed not eating or drinking anything till 5 pm. She used ice on and off for the pain and swelling. On the next morning, she called the doctor who asked her to take motrin for the pain. However, her internist told her to not take any nsaid except aspirin, so she tried aspirin which helped very little. She wanted a relief of her pain, that now she had had over 48 hours so she took motrin for pain and swelling. On an unknown date in 2017, after about a week of third injection of synvisc, the pain significantly decreased so she could bear her full weight on her left knee. Her left knee was still bigger than her right knee, but not a greater deal bigger. Her left knee was still painful, especially at night, and on and off during the day. Reportedly, the severe pain lasted for several days. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Action taken: unknown corrective treatment: acetylsalicylic acid (aspirin), ibuprofen (motrin) for every little movement caused unbelievable pain, left knee pain/overwhelming pain/still feels pain/excruciating pain and left knee swelling/left knee is still bigger; cold towels for feels very hot to core/ feeling of being extremely hot/feel overheated; not reported for rest on the events. Outcome: not recovered/ not resolved for left knee swelling/left knee is still bigger; recovered/ resolved for chills, left knee pain/a lot of pain/excruciating pain, feels very hot to core/ feeling of being extremely hot/feel overheated, perspiration and husband attempted to help to the bathroom/stayed in bed not eating and drinking, could bear no weight on left leg/ hard time bearing any weight on left leg; unknown for the rest of the events seriousness criteria: medically significant for so painful that collapsed to floor/donot believe I passed out, so painful that collapsed to floor/donot believe I passed out, every little movement caused unbelievable pain/excruciatingly painful to even mover her left leg even a bit, left knee swelling/left knee is still bigger, left knee pain additional information was received on 09-oct-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 30-oct-2017 from the consumer. Age of the patient was added. Medical history, allergy history and concurrent conditions were added. Information regarding suspect drug was updated. Event verbatim for feels very hot to core/ feeling of being extremely hot/feel overheated was updated. Event outcome of left knee pain/a lot of pain/excruciating pain and chills were updated to recovered. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 30-oct-2017: the follow up information received does not change previous case assessment. This case concerns a female patient who received series of synvisc injections and later had left knee swelling, left knee pain, every little movement caused unbelievable pain, could bear no weight on left leg/ hard time bearing any weight on left leg and she collapsed on floor and do not believe she passed out. Based upon the information available, the causal role of the product cannot be ruled out for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Also, further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would help in the better medical assessment of the case.

Event description:
This case is cross referred with case ID's (B)(4) (same patient) this spontaneous case from united states was received on 26-sep-2017 from the health authority (us-FDA) via the patient. This case concerns a (B)(6) years female patient who received treatment with synvisc and after 14 days her knee was so painful that collapsed to floor/do not believe I passed out/collapsed onto the floor, left knee pain/a lot of pain/excruciating pain/never in my life had such severe pain, feels very hot to core/ feeling of being extremely hot/feel overheated/ became very hot, chills, husband attempted to help to the bathroom/stayed in bed not eating and drinking/ attempted to walk to the bathroom with husband's assistance/attempted to get up many times, always failed /could barely get out of the bed/could not prevent myself from going to the floor/could not lower to the seat of the commode/ took several tries, 10 minutes to finally get off/ ate and drank nothing and after unknown latency, could bear no weight on left leg/ hard time bearing any weight on left leg, left knee swelling/left knee is still bigger and perspiration/sweat. Past drugs included: 2 prior series of 3 injections (2013 and (B)(6) 2015 in left knee), patient received the single synvisc injection in both knees, bilaterally in (B)(6) 2016, hyaluronate sodium (euflexxa). It was reported that with all the prior synvisc injections patient had soreness for a few days. It was reported that the patient did not experience any pain with the first series of synvisc injections. It was reported that alternate years when the patient had a series of hyaluronate sodium injections patient got no relief from her pain, it was like a placebo. Also, reported that the doctor's office stocked hyaluronate sodium and the patient was told that with her first series of synvisc she could have a reaction (but she didn't) so the doctor wanted to try hyaluronate sodium. Patient had drug allergy to triamterene (swollen tongue) and decongestants (palpitations). Concomitant drugs included: levothyroxine sodium (levothyroxine) for hypothyroid, hydrochlorothiazide for high blood pressure, potassium chloride (klor-con) to prevent potassium loss taking hydrochlorothiazide since her tongue swetted a second time about 10 years ago, hydroxycarbamide (hydroxyurea) for high platelets, tramadol hydrochloride for osteoarthritis, gabapentin, multivitamins, ergocalciferol (vitamin d), acetylsalicylic acid (aspirin) for pain. The medical history included high blood pressure (controlled for more than 30 years with hydrochlorothiazide), hypothyroid (post-surgery because radioactive iodine did not produce the desired results), high cholesterol (not on medication for this condition) and higher than normal platelets. On (B)(6) 2017 (at approximately 09:00 am), patient received first injection of the third series intraarticular synvisc injection at the dose of 3 injections; one week apart (batch/ lot number: unknown; expiry date: 01-dec-2019) for osteoarthritis knee pain. At 5:00 pm, the patient had chills, lot of pain/increased pain and went to bed. At approximately 1:00 pm, the patient attempted to walk to commode, however the pain was excruciating. Patient started to feel overheated (chills lasted for one and half hour). Patient collapsed to the floor without passing out. On an unknown date in 2017, patient received second intra-articular synvisc injection of the series. On the same day, after an unknown latency, patient experienced increased pain. On (B)(6) 2017, the patient received third synvisc injection. On the same day, after 14 days of receiving the first synvisc injection, pain began a few hours later than the final synvisc injection and it was greatly increased from her usual left knee pain. On the same day, by 5 pm she was having a hard time bearing any weight on her left knee and at 7 pm she had chills and she went to bed. The chills subsided in little over an hour. At around 10:30 pm, the patient attempted to walk to the bathroom approximately 20 feet away with her husband's assistance. But as she slowly took a few steps she started to sweat. It was reported that the patient could barely get out of bed as she could bear no weight on her left leg and it was excruciatingly painful to even mover her left leg even a bit. Reportedly, the patient never had such severe pain in her life. Later, the patient collapsed onto the floor. It was reported that the patient did not pass out, but could not prevent herself from going to the floor and started to perspire and feeling very hot to the core. Patient had her husband bring her cold wet towels to attempt to feel cooler. While she lay on the floor, she wondered if it was a heart attack. After 5 or 6 cold towels on her neck and face she felt better. After 15 mins, the patient cooled down lying on a ceramic tile floor. In addition to the cold towels, the patient attempted to get up many times, with her husband trying to help her up and she failed always as she could not endure the pain. Every little movement caused unbelievable pain. She even considered calling the paramedics to help. Then she thought of her garden kneeler, and she somehow got from her back to a sitting position. Finally, after about 20 minutes, the patient was able to use her arms on the handles of the kneeler (the handles were 16-20 inches off the floor) to push herself up, with her husband lifting her from under her arms in the back. She was able to boost herself to her right knee and after that to a standing position on her right leg. She said she had never had this amount of pain. It was reported that the patient proceeded to the bathroom, where the patient could not lower herself to the seat of the commode. Finally , the patient had to lift her left leg out in front of her and plop down enduring the pain and it took her several tries and 10 mins to finally get off. On the next day (wednesday), she stayed in bed not eating or drinking anything till 5 pm to minimize the number of bathroom trips, because it was exceedingly painful for 48 hours to get on or off the commode. She used ice on and off for the pain and swelling. On friday morning at 9 am, she called the doctor as she was still in a lot of pain who asked her to take ibuprofen (motrin) for the pain. She said that she could not because of her age and her interest. However, her internist told her to not take any nsaid. She told that she was allowed to take aspirin, so she tried aspirin which did not help much. She wanted a relief of her pain, that now she had had over 48 hours so she took ibuprofen for pain and swelling. On an unknown date in 2017, after about a week of third injection of synvisc, the pain significantly decreased so she could bear her full weight on her left knee. Her left knee was still bigger than her right knee, but not a greater deal bigger. Her left knee was still painful, especially at night, and on and off during the day. Reportedly, the severe pain lasted for several days. It was reported that the patient would probably go to the doctor again for other orthopedic problems; however she could not use synvisc again. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Corrective treatment: acetylsalicylic acid (aspirin), ibuprofen (motrin) for every little movement caused unbelievable pain/excruciatingly painful to even mover her left leg even a bit/ plop down enduring the pain, left knee pain/a lot of pain/excruciating pain/never in my life had such severe pain and left knee swelling/left knee is still bigger; cold towels for feels very hot to core/ feeling of being extremely hot/feel overheated/ became very hot; not reported for rest on the events. Outcome: not recovered/ not resolved for left knee swelling/left knee is still bigger; recovered/ resolved for could barely get out of bed; so painful that collapsed to floor/do not believe I passed out/collapsed onto the floor, could bear no weight on left leg/ hard time bearing any weight on left leg, chills, left knee pain/a lot of pain/excruciating pain/never in my life had such severe pain, feels very hot to core/ feeling of being extremely hot/feel overheated/ became very hot, perspiration/sweat and husband attempted to help to the bathroom/stayed in bed not eating and drinking/attempted to walk to the bathroom with husband's assistance/attempted to get up many times, always failed/could barely get out of the bed/could not prevent myself from going to the floor/could not lower to the seat of the commode/ took several tries, 10 minutes to finally get off/ ate and drank nothing. Seriousness criteria: medically significant for so painful that collapsed to floor/donot believe I passed out/collapsed onto the floor, left knee pain/a lot of pain/excruciating pain/never in my life had such severe pain, could bear no weight on left leg/ hard time bearing any weight on left leg, additional information was received on 09-oct-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 30-oct-2017 from the consumer. Age of the patient was added. Medical history, allergy history and concurrent conditions were added. Information regarding suspect drug was updated. Event verbatim for feels very hot to core/ feeling of being extremely hot/feel overheated was updated. Event outcome of left knee pain/a lot of pain/excruciating pain and chills were updated to recovered. Clinical course was updated. Text was amended accordingly. Additional information was received on 06-feb-2018 from the patient. Information regarding past drugs, medical history and concomitant medications was updated. Action taken was updated from unknown to not applicable. Additional event of could barely get out of bed was added with details. Event verbatim for the event of so painful that collapsed to floor/do not believe I passed out/collapsed to the floor was updated to so painful that collapsed to floor/do not believe I passed out/collapsed onto the floor; for the event of left knee pain/a lot of pain/excruciating pain was updated to left knee pain/a lot of pain/excruciating pain; for the event of feels very hot to core/ feeling of being extremely hot/feel overheated was updated to feels very hot to core/ feeling of being extremely hot/feel overheated/ became very hot; for the event of perspiration was updated to perspiration/sweat and for the event of husband attempted to help to the bathroom/stayed in bed not eating and drinking was updated to husband attempted to help to the bathroom/stayed in bed not eating and drinking/attempted to walk to the bathroom with husband's assistance/attempted to get up many times, always failed/ could barely get out of the bed/could not prevent myself from going to the floor/could not lower to the seat of the commode/ took several tries, 10 minutes to finally get off/ ate and drank nothing. The event verbatim for the event of every little movement caused unbelievable pain/excruciatingly painful to even mover her left leg even a bit has been updated to every little movement caused unbelievable pain/excruciatingly painful to even mover her left leg even a bit/ plop down enduring the pain and it has been updated as symptom associated with the event of left knee pain/a lot of pain/excruciating pain/never in my life had such severe pain. Outcome updated for the events of husband attempted to help to the bathroom/stayed in bed not eating and drinking/attempted to walk to the bathroom with husband's assistance/attempted to get up many times, always failed; perspiration/sweat, chills, could bear no weight on left leg/ hard time bearing any weight on left leg, so painful that collapsed to floor/donot believe I passed out/collapsed onto the floor and feels very hot to core/ feeling of being extremely hot/feel overheated/ became very hot from unknown to recovered; for the event of left knee pain/a lot of pain/excruciating pain/never in my life had such severe pain from not recovered to recovered; for the event of left knee swelling/left knee is still bigger from unknown to not recovered. Patient's clinical course was updated and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 06-feb-2018: the follow up information received does not change previous case assessment. This case concerns a female patient who received series of synvisc injections and later had left knee swelling, left knee pain, every little movement caused unbelievable pain, could bear no weight on left leg/ hard time bearing any weight on left leg and she collapsed on floor and do not believe she passed out. Based upon the information available, the causal role of the product cannot be ruled out for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Also, further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would help in the better medical assessment of the case.

Event description:
This case is cross referred with case ID's (B)(4) (same patient). This spontaneous case from united states was received on (B)(6) 2017 from the health authority (us-FDA) via the patient. This case concerns a female patient (age: not provided) who received treatment with synvisc and after an unknown latency her knee was so painful that collapsed to floor/do not believe I passed out, every little movement caused unbelievable pain/excruciatingly painful to even mover her left leg even a bit, every little movement caused unbelievable pain, left knee swelling, left knee pain, chills, feels very hot to core, perspiration and husband attempted to help to the bathroom/stayed in bed not eating and drinking past drugs included: synvisc, hyaluronate sodium (euflexxa). Concomitant drugs included: levothyroxine sodium (levothyroxine), hydrochlorothiazide, potassium chloride (klor-con), hydroxycarbamide (hydroxyurea), tramadol hydrochloride, gabapentin, multivitamins, ergocalciferol (vitamin d), acetylsalicylic acid (aspirin). No medical history or concurrent condition were reported. On an unknown date in 2017, patient received first intra-articular synvisc injection of the series (dose, indication and frequency: not reported) (batch/ lot number: unknown; expiry date: 01-dec-2019). On the same day, after an unknown latency, patient had increased pain. This increased pain recovered on an unknown date in 2017. On an unknown date in 2017, patient received second intra-articular synvisc injection of the series. On the same day, after an unknown latency, patient experienced increased pain. This increased pain recovered on an unknown date in 2017. On an unknown date in 2017, the patient received third synvisc injection. On the same day, after an unknown latency, pain began a few hours later than the final synvisc injection and it was greatly increased from her usual left knee pain. On the same day, by 5 pm she was having a hard time bearing any weight on her left knee and at 7 pm she had chills and she went to bed. The chills subsided in little over an hour. At around 10:30 pm, her husband attempted to help her to the bathroom as she could bear no weight on her left leg and it was excruciatingly painful to even mover her left leg even a bit to the point that she collapsed on the floor and the she did not believe that she passed out. She started to perspire and feeling very hot to the core. While lying on the floor she was getting a feeling of being extremely hot and she asked for cold towel to attempt to feel cooler. After 5 or 6 cold towels on her neck and face she felt better and tried every which way to get to her feet. Every little movement caused unbelievable pain. Finally, after about 20 minutes, with the help on garden kneeler handles, she was able to boost herself to her right knee and after that to a standing position on her right leg. She said she had never had this amount of pain. On the next day, she stayed in bed not eating or drinking anything till 5 pm. She used ice on and off for the pain and swelling. On the next morning, she called the doctor who asked her to take motrin for the pain. However, her internist told her to not take any nsaid except aspirin, so she tried aspirin which helped very little. She wanted a relief of her pain, that now she had had over 48 hours so she took motrin for pain and swelling. On an unknown date in 2017, after about a week of third injection of synvisc , the pain significantly decreased so she could bear her full weight on her left knee. Her left knee was still bigger than her right knee, but not a greater deal bigger. Her left knee was still painful, especially at night, and on and off during the day. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Action taken: unknown. Corrective treatment: acetylsalicylic acid (aspirin), ibuprofen (motrin) for every little movement caused unbelievable pain, left knee pain/overwhelming pain/still feels pain/excruciating pain and left knee swelling/left knee is still bigger; cold towels for feels very hot to core/ feeling of being extremely hot; not reported for rest on the events. Outcome: not recovered/ not resolved for left knee swelling/left knee is still bigger and left knee pain/overwhelming pain/still feels pain/excruciating pain; recovered/ resolved for chills, feels very hot to core/ feeling of being extremely hot, perspiration and husband attempted to help to the bathroom/stayed in bed not eating and drinking, could bear no weight on left leg/ hard time bearing any weight on left leg; unknown for the rest of the events seriousness criteria: medically significant for so painful that collapsed to floor/donot believe I passed out, so painful that collapsed to floor/donot believe I passed out, every little movement caused unbelievable pain/excruciatingly painful to even mover her left leg even a bit, left knee swelling/left knee is still bigger, left knee pain additional information was received on 09-oct-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 9-oct-2017: the follow up information received does not change previous case assessment. This case concerns a female patient who received series of synvisc injections and later had left knee swelling, left knee pain, every little movement caused unbelievable pain, could bear no weight on left leg/ hard time bearing any weight on left leg and she collapsed on floor and do not believe she passed out. Based upon the information available, the causal role of the product cannot be ruled out for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Also, further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would help in the better medical assessment of the case.

Event description:
This case is cross referred with (B)(4). This spontaneous case from united states was received on 26-sep-2017 from the health authority via the patient this case concerns a female patient (age: not provided) who received treatment with synvisc and after an unknown latency her knee was so painful that collapsed to floor/do not believe I passed out, every little movement caused unbelievable pain/excruciatingly painful to even mover her left leg even a bit, every little movement caused unbelievable pain, left knee swelling, left knee pain, chills, feels very hot to core, perspiration and husband attempted to help to the bathroom/stayed in bed not eating and drinking past drugs included: synvisc, hyaluronate sodium (euflexxa). Concomitant drugs included: levothyroxine sodium (levothyroxine), hydrochlorothiazide, potassium chloride (klor-con), hydroxycarbamide (hydroxyurea), tramadol hydrochloride, gabapentin, multivitamins, ergocalciferol (vitamin d), acetylsalicylic acid (aspirin). No medical history or concurrent condition were reported. On an unknown date in 2017, patient received first intra-articular synvisc injection of the series (dose, indication and frequency: not reported) (batch/ lot number: unknown; expiry date: 01-dec-2019). On the same day, after an unknown latency, patient had increased pain. This increased pain recovered on an unknown date in 2017. On an unknown date in 2017, patient received second intra-articular synvisc injection of the series. On the same day, after an unknown latency, patient experienced increased pain. This increased pain recovered on an unknown date in 2017. On an unknown date in 2017, the patient received third synvisc injection. On the same day, after an unknown latency, pain began a few hours later than the final synvisc injection and it was greatly increased from her usual left knee pain. On the same day, by 5 pm she was having a hard time bearing any weight on her left knee and at 7 pm she had chills and she went to bed. The chills subsided in little over an hour. At around 10:30 pm, her husband attempted to help her to the bathroom as she could bear no weight on her left leg and it was excruciatingly painful to even mover her left leg even a bit to the point that she collapsed on the floor and the she did not believe that she passed out. She started to perspire and feeling very hot to the core. While lying on the floor she was getting a feeling of being extremely hot and she asked for cold towel to attempt to feel cooler. After 5 or 6 cold towels on her neck and face she felt better and tried every which way to get to her feet. Every little movement caused unbelievable pain. Finally, after about 20 minutes, with the help on garden kneeler handles, she was able to boost herself to her right knee and after that to a standing position on her right leg. She said she had never had this amount of pain. On the next day, she stayed in bed not eating or drinking anything till 5 pm. She used ice on and off for the pain and swelling. On the next morning, she called the doctor who asked her to take motrin for the pain. However, her internist told her to not take any nsaid except aspirin, so she tried aspirin which helped very little. She wanted a relief of her pain, that now she had over 48 hours so she took motrin for pain and swelling. On an unknown date in 2017, after about a week of third injection of synvisc , the pain significantly decreased so she could bear her full weight on her left knee. Her left knee was still bigger than her right knee, but not a greater deal bigger. Her left knee was still painful, especially at night, and on and off during the day. Corrective treatment: acetylsalicylic acid (aspirin), ibuprofen (motrin) for every little movement caused unbelievable pain, left knee pain/overwhelming pain/still feels pain/excruciating pain and left knee swelling/left knee is still bigger; cold towels for feels very hot to core/ feeling of being extremely hot; not reported for rest on the events. Outcome: not recovered/ not resolved for left knee swelling/left knee is still bigger and left knee pain/overwhelming pain/still feels pain/excruciating pain; recovered/ resolved for chills, feels very hot to core/ feeling of being extremely hot, perspiration and husband attempted to help to the bathroom/stayed in bed. Not eating and drinking, could bear no weight on left leg/ hard time bearing any weight on left leg; unknown for the rest of the events. Seriousness criteria: medically significant for so painful that collapsed to floor/do not believe I passed out, so painful that collapsed to floor/do not believe I passed out, every little movement caused unbelievable pain/excruciatingly painful to even mover her left leg even a bit, left knee swelling/left knee is still bigger, left knee pain. Pharmacovigilance comment: sanofi company comment dated 26-sep-2017: this case concerns a female patient who received series of synvisc injections and later had left knee swelling, left knee pain, every little movement caused unbelievable pain, could bear no weight on left leg/ hard time bearing any weight on left leg and she collapsed on floor and do not believe she passed out. Based upon the information available, the causal role of the product cannot be ruled out for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Also, further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would help in the better medical assessment of the case.